Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose value of 27.5 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections for high blood glucose values. The insulin pump received an insulin flow blocked alarm. Troubleshooting was performed and the issue was resolved by changing the entire infusion system. Troubleshooting was performed for high blood glucose values. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.